Manufacturer narrative:
H10: the device, used in treatment, was returned for investigation. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications prior to being released for distribution. A complaint history review found similar reports and this issue will continue to be monitored. The navio handpiece was returned for further evaluation and the initial visual/functional inspection was performed, which confirmed the relationship between the device and reported event. The snap lock nut was broken. The malfunction is likely due to mechanical component failure.

Event description:
It was reported that during a surgical procedure, the handpiece homed and calibrated properly. When surgeon started burring femur, the "handpiece motor control error" popped up (maybe 10 seconds into burring) they tried going back and recalibrate and the drill was not retracting when they pushed "press to retract" so, the customer had them open the clamshell and noticed the black plastic nut was not connected to the drill carriage. The handpiece was replaced to continue with the case. No surgical delay or patient injury reported. Results of the investigation have concluded that the snaplock assembly was broken, which makes it a reportable event.